Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During troubleshooting with olympus technical assistance center (tac), the customer reported that they unpaired and repaired the device with new batteries installed and the device worked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powered laser surgical instrument was not pairing with the wireless footswitch. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer resolved the issue by unpairing and re-pairing the footswitch as well as replacing the batteries. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.